Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2014) is considered to be a best estimate. This MDR represents the ventralight st using echo ps (device 2). An additional supplemental emdr was submitted to represent the ventralight st using echo ps (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2015 - patient was diagnosed with ventral and parastomal hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device 1 and 2). Per op notes, ¿extensive adhesions at llq were lysed. Adhesions of epigastric midline and rlq were taken down. Bothe hernia sacs were identified and a 10x15 cm ventralight st using echo ps (device 1) was placed in the ventral defect and tacked. A 20x17 cm ventralight st using echo ps was placed in the parastomal hernia and tacked.¿ on (B)(6) 2019 - patient was diagnosed with incisional hernia thereby underwent repair with revision surgery. Per op notes, ¿a large portion of abdominal wall covered with mesh (device 1 and 2) with numerous adhesions were taken down. The defect was identified and superior portion of one mesh pieces as well as through the umbilicus and portion of mesh at this location at llq defect. All the adhesions in abdominal wall were lysed.¿